Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, allowing continued use of the pump with instructions to contact technical support again if the malfunction reoccurs.